Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The photographic images were provided for evaluation. This complaint is confirmed from photographic images of the failed unit for broken twist clamp sleeve and occluder feet. These both create failed occluder mechanisms, which prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of ability to achieve fluid shut-off through the set. The cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
This is an international report where the home patient's (hp) mother reported that the twist clamp of the transfer set broke in her hand when she was unhooking it the previous night. The hp had to forego that nights treatment and could only have half-feed. The hp had a new transfer set put on the next day. There was patient involvement but no patient injury or medical intervention reported.